Event description:
It was reported that the sterile packaging of two (2) clearlink system continu-flo solution sets were damaged. The packaging was deflated, and there were holes in the seam of the packaging. The damaged sterile packaging was discovered while the devices were still in the packaging prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: three (3) devices were received for evaluation. A visual inspection was performed, and no defects were observed, and the samples were correctly sealed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4 expiration date, h4, h6, h11. D4: expiration date: remove the expiration date and update the null value to 'n/a'. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.